Event description:
The customer reported that they received questionable thyrotropin (tsh), free thyroxine (ft4), triiodothyronine (t3), and thyroxine (t4) results for one patient sample tested on an e602 analyzer. Of the mentioned tests, the results obtained with the ft4 and tsh tests are reportable as a malfunction. This medwatch will cover tsh. (B)(4). The sample initially resulted as 0.146 uiu/ml for tsh and 1.72 ng/dl for ft4. The tsh value of 0.146 uiu/ml was reported outside of the laboratory and the ft4 value of 1.72 ng/dl was not reported outside of the laboratory. On (B)(6) 2015, the sample was repeated for ft4 on a siemens centaur analyzer, resulting as 1.01 ng/dl. Both the initial and repeat ft4 results were not reported outside of the laboratory since the roche and centaur ft4 assays are sensitive to biotin interference. The patient takes biotin on a daily basis as an over the counter vitamin. The customer then performed serial dilutions of the sample and tested it for tsh on the e602 analyzer. With a times 2 dilution, the sample resulted as 0.449 uiu/ml on the e602 analyzer, with a final value of 0.898 uiu/ml when calculating the result with the dilution factor. With a times 4 dilution, the sample resulted as 0.322 uiu/ml on the e602 analyzer, with a final value of 1.288 uiu/ml when calculating the result with the dilution factor. With a times 8 dilution, the sample resulted as 0.180 uiu/ml on the e602 analyzer, with a final value of 1.44 uiu/ml when calculating the result with the dilution factor. With a times 16 dilution, the sample resulted as 0.091 uiu/ml on the e602 analyzer, with a final value of 1.456 uiu/ml when calculating the result with the dilution factor. With a times 32 dilution, the sample resulted as 0.047 uiu/ml on the e602 analyzer, with a final value of 1.5 uiu/ml when calculating the result with the dilution factor. The sample was repeated on a beckman dxi instrument, resulting as 1.417 uiu/ml for tsh. The customer then performed serial dilutions of the sample and tested it for tsh on the beckman dxi analyzer. With a times 2 dilution, the sample resulted as 0.682 uiu/ml on the beckman dxi analyzer, with a final value of 0.898 uiu/ml when calculating the result with the dilution factor. With a times 4 dilution, the sample resulted as 0.322 uiu/ml on the beckman dxi analyzer, with a final value of 1.3 uiu/ml when calculating the result with the dilution factor. With a times 8 dilution, the sample resulted as 0.158 uiu/ml on the beckman dxi analyzer, with a final value of 1.264 uiu/ml when calculating the result with the dilution factor. With a times 16 dilution, the sample resulted as 0.682 uiu/ml on the beckman dxi analyzer, with a final value of 0.898 uiu/ml when calculating the result with the dilution factor. The initial tsh value was revised to 1.417 uiu/ml and believed to be correct based on the results obtained with the serial dilutions. The patient was not adversely affected. The e602 analyzer serial number was (B)(4). The field application specialist investigated the issue and noted that product labeling warns against collecting samples from patients receiving therapy with high biotin doses. The customer is now repeating all samples with abnormally high ft4 results and all pediatric samples will be tested on alternate platforms.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. The involved sample was asked for, but not available for investigation. A general reagent issue can most likely be excluded.